Event description:
It was reported that the downstream occlusion (dso) was sensor seal damaged. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "damaged downstream occlusion (dso) sensor seal¿ was confirmed through visual inspection. The probable cause was the dso seal was degraded. The dso seal was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.